Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. Reportedly, the customer had to press the screen multiple times before the screen responded. There was no information provided regarding the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.